Event description:
The user stated she received erroneous creatinine results for two patient serum samples on (B) (6) 2009 and two patient samples on (B) (6) 2009. The user only provided data for the samples from (B) (6) 2009. Sample 1 initial result was 1.79 mg per dl and was repeated manually due to a delta check giving results of 0.58 and 0.59 mg per dl. Sample 2 initial result was 1.6 mg per dl and was repeated due to a delta check giving results of 0.89 and 0.90 mg per dl. The erroneous results were not reported. The field service representative determined the water level in the cuvettes needed to be adjusted. He found nozzles 2 and 6 were not filling properly and adjusted the water levels. To verify the analyzer operation, he ran precision testing and qc which were acceptable.